Manufacturer narrative:
Correction: in follow up report #1 the patient's visual acuity that was obtained during the refraction for the visit on (B)(6) 2016 was not included. Both eyes were 20/20.

Manufacturer narrative:
In follow up #1 it was reported the information was received by abbott on (B)(6) 2016 however, abbott manager corrected on (B)(6) 2016 that the information was known on (B)(6) 2016.

Manufacturer narrative:
UDI #: (B)(4). \ the laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss was not able to duplicate the reported event. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with central islands and punctate keratitis on both eyes (ou) eye at a post-operative exam. The account indicated the patient had a custom photorefractive keratectomy (prk). Topography was performed and indicated the possibility of central islands in both eyes. A brief description from the account indicated that the patient treatment was a bilateral, conventional prk with myto on (B)(6) 2015. The treatment was intended to be a lasik procedure until the system had an error and the treatment was converted to photorefractive keratectomy (prk.) .at one day post op exam, the patient commented on blurred vision on both eyes. At a 6 day post op exam, the patient continued the blurred vision for distance and near vision and had developed diplopia. At a 20 day post op exam, the diplopia had resolved but the patient had a foreign body sensation and blurred vision continued. In addition, the patient was diagnosed as borderline glaucoma with steroid responder and developed punctate keratitis. The patient was treated with fml forte (fluorometholone_ophthalmic suspension) steroid, combigan eye drops and was prescribed diamoxx (acetazolamide). On (B)(6) 2015, the patient quality was improving. On (B)(6) 2015, the patient described double vision on both eyes. No other cases of central islands observed. The patient was treated with mitomycin c.

Manufacturer narrative:
Additional information: account reported that patient was seen on (B)(6) 2016 and refraction was as follows: right eye -0.75 -0.25 x 062. Left eye plano -.075 x 086. Patient was seen on (B)(6) 2016 and refraction was as follows: right eye -0.25 -.36 x 66. Left eye -0.53 -.60 x 83. Patient had photorefractive keratectomy performed in both eyes on (B)(6) 2016.